Event description:
Procedure: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the product. Product was used for therapeutic treatment. Additional info from importer report: additional info has been requested, but not yet received.

Manufacturer narrative:
(B)(4).